Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the foot switch of the navigation system was replaced to restore functionality. The system then passed a system checkout and was found to be fully functional. The foot switch was returned to the manufacturer for evaluation. Testing found that the unit had a short in the cabling. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the footswitch was broken. No patient was present at the time of the event.